Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high out of range right ventricular (rv) lead pace impedance measurements greater than 2,000 ohms. No other out of range measurements were noted and there was no noise on the rv channel. Subsequently, the patient underwent a revision procedure and this lead was surgically capped and abandoned. A new lead was placed. No adverse patient effects were reported. This ICD remains in-service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.